Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a kink in the line or the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. A1 updated, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the patient was hospitalized and had been admitted to the emergency room due to a high pressure alarm on the pump. It was reported that the patient's current dose was 40nkm and the hospital wanted to reduce patient's does to 20nkm due to the high pressure alarm reporter stated that dropping the dose rapidly was advised against and troubleshooting was performed. Per reporter the infusion was continuous infusion and rate and volume delivered were unknown. It was unknown if patient's hospitalization was related to the device. It is unknown if there were any adverse effects.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: model number, catalog number, serial number, UDI, g5, and h4 are unknown.